Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. The pod was found to have generated a hazard alarm. The exact cause of the alarm could not be determined. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. No problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod alarmed while wearing it on her arm for between 36 and 48 hours. She had woken up with a blood glucose level of 375mg/dl, so she gave herself a bolus and was getting ready for work when it stated to alarm. The patient deactivated and changed the device. The pod was returned for evaluation.